Event description:
It was reported that during an unspecified procedure, the coating of the hydra jagwire became scraped during the procedure in the bile duct. The procedure was completed with another of the same device. There were no patient complications and the patient was reported to be "good".